Event description:
This complaint is being reported as a malfunction due to the alleged keypad issue. Reportedly, the keypad button(s) is not responding after the patient exposed the subject pump to water. Reportedly, there was moisture in the battery compartment. There was no evidence of product misuse. The pump is being returned for investigation. There was no report of patient impact associated with this complaint.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. The pump powered on with audible and vibratory function; however the display was blank. A leak test was performed and the pump demonstrated a leak in the display lens. The pump was disassembled for investigation and revealed evidence of moisture throughout the interior of the pump. The keypad cover was removed for investigation and revealed no evidence of contamination around or under the button contacts. Complete testing of the pump was not possible due to the unresponsiveness of the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).